Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator could not deliver oxygen. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the ventilator could not deliver oxygen. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
A service proposal was sent to the customer for onsite service but later cancelled as there was no response from the customer. A service proposal for onsite service was cancelled due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.